Event description:
Healthcare professional reported left side "patient's concern with product." Additionally, healthcare professional reported rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold. Weight measurement identified the weight of the device was within specification. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis, the final assessment is no were observed openings on the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "patient's concern with product." Additionally, healthcare professional reported rupture. Device has been explanted.